Event description:
It was reported that the insulin pump alarmed motor error. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had constant motor error alarms during the rewind process due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarms. The device had a minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.